Event description:
Microcatheter fragment entrapped after injection of onyx liquid embolic agent. Decision made to leave approximately 5 cm long fragment in patient as it was felt to pose minimal risk to patient and risks of removal were felt to be significant. Patient with symptomatic left transverse/sigmoid a-v fistula. Underwent arterial supply embolization on (B)(6) 2013. Catheter fractured on removal and approximate 5 cm fragment left behind in patient's external carotid. Fragment left behind after determination that risks related to removal exceed the negligible risk of leaving the fragment behind. Plan to re-angiogram the patient in 6 months to reassess. Date of use: (B)(6) 2013. Diagnosis: cerebral angiogram.